Event description:
A tandem mobi cartridge alarm was reported by the caller. The blood glucose level of the customer did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed by tandem technical support to use a backup insulin pump while a replacement pump was sent to them. The caller understood and acknowledged the steps for returning the problematic pump.